Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
A malfunction alarm occurred, described as malfunction code 16, which caused the customer's blood glucose (bg) level to display as "high." The customer administered insulin via multiple daily injections (mdi) to address bg. Technical support replaced the pump, and the customer planned to use mdi as a backup to ensure uninterrupted insulin delivery.